Event description:
It was reported that a patient underwent an obturator sling procedure in (B)(6) 2008. Immediately post op, the patient experienced excruciating pain in her right groin. The patient also experienced dyspareunia, post-micturation dribble, and incomplete emptying. The patient experienced a subsequent tape extrusion and the mesh was trimmed in (B)(6) 2008. Urodynamic tests and a MRI were performed. The patient was seen by a different physician in 2012 with persistent groin pain. Upon exam, one fiber was seen. The mesh was excised on (B)(6) 2012. The physician stated that the mesh was found in an unusual position extending 7-8 cm lateral into the obturator fossa bilaterally. The patient had some improvement in mesh related symptoms at follow-up and there was some residual stress incontinence. Currently, the pain and voiding difficulty resolved; slight leakage persists which is being treated by physiotherapy. No further information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.